Manufacturer narrative:
(B)(4). The carefusion field service tech evaluated the ventilator and could not duplicate reported issue. No errors noted and no alarms were found during performance checks. The ventilator meets performance specifications.

Event description:
The customer reported that during set up of the ventilator it was displaying vent inoperative and was not ventilating. A continuous audible alarm was present. No pt involvement.